Manufacturer narrative:
The device history record for the reported lot number, 30204616, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 04-oct-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 30-jul-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Addtional information received 23-jul-2024 stated the device fill volume was 243ml. The medications infused through the device included tramadol, ketorolac, dexamethasone, and ondansetron. The device was used in the pateint's home environment and the home environment temperature was unknown. The device tubing was outside of the pateint's clothes and the flow controller was attached to the pateint's skin. The position of the pump in relation to the placement of the catheter was reported to be "pair level."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 09-apr-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
Fill volume: 243 ml. Flow rate: unknown . Procedure: tibia osteotomy surgery. Date of procedure: (B)(6) 2024. Cathplace: unknown. It was reported the pump was installed with medication for pain control for 5-days of treatment, with a total volume of (B)(4). After 65-hours of treatment, the device had a volume of medication much lower than what should be left for that time. The following day, at approximately 90-hours of treatment, the device was found to be almost without medication, with 30-hours left to complete the patient's 120-hour treatment. The clinicians recalculated the drug dosage and changed the infuser to complete the days of treatment. The patient was reported to be stable. There was no reported injury.